Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection reported no fault found. The functional evaluation found the silicone adhesive remained on the carrier, establishing a relationship between the device and the reported events. The root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code (B)(6).

Event description:
It was reported that, during the set up for a wound treatment, when the carrier of a opsite flexifix gentle 5cmx5m dressing was removed, most of the silicone adhesive removed with the carrier and did not remain on the dressing. Treatment was performed, without any delay, with a smith and nephew back up device. Patient was not harmed as consequence of this problem.